Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm and occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an unexpected alarm multiple times during normal use. Blood glucose level at the time of the incident was unknown. The customer stated they received an insulin flow blocked alarm 17 times within 1 day. The customer also stated that they changed the set and reservoir 11 times. The insulin pump will be replaced. The insulin pump will be returned for analysis.